Event description:
The product was used during a thoracotomy procedure. Reportedly, the staple did not form properly. The surgeon applied another device to complete the procedure. The hosptial has reported no patient injury occurred.